Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that the buttons were unresponsive. Customer also stated that there was pump error but later alarm was cleared and pump was rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment. The motor was tested outside of the device and passed. Unit successfully downloaded to thump. No pump error 43 alarm noted, during testing. However, pump error 43 on (B)(6) 2021 09:56:00.000, was present in the history/trace file. Pump error 41 found on (B)(6) 2021 09:56:00.000, was a consequence of pump error 43. Pump was cut open to perform visual inspection and found, no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. All buttons were tested individually for their functionality. No damage to keypad traces and j1 connector on pcba 1 was not unlocked, during visual inspection. No stuck key alarm noted, in pump history. The following were noted, during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, missing display window cover, cracked case (battery tube) and battery tube threads cracked. Pump trace download confirmed, pump error 43 on (B)(6) 2021 09:56:00.000. And pump error 41 on (B)(6) 2021 09:56:00.000. No stuck key alarm noted, in pump history. Unit passed keypad voltage test. All buttons were tested individually for their functionality. No damage to keypad traces. And j1 connector on pcba 1 was not unlocked, during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.